Event description:
It was reported that diaphragmatic stimulation was noted on the left ventricular (lv) lead. The lead was programmed off and then capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b, ipg, implanted on (B)(6) 2007. (B)(4).